Event description:
During a radial prostatectomy, the jackson pratt wound drain "snapped completely off at the tube, leaving a portion in the pelvis. An additional trip to the operationg room with general anesthesia was required.